Manufacturer narrative:
The sample was returned to arrow. Co's evaluation found that there was a fracture in the inner lumen at a point 17cm from the strain relief. The inner lumen leaked at the point of fracture.

Event description:
After the iab had been in use for six hours, the distal wave forms were lost. The iab continued in use for another ten hrs. When the pt moved, a faint wave form appreared. About eight hours later, blood was noted in the tubing. The iab was removed and there were no pt complications.